Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that the spine guidance software was inaccurate during use.

Event description:
It was reported that the spine guidance software was inaccurate during use.